Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. No samples were received for evaluation. Customer picture was received. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
Customer states the needle bent as the safety was being engaged via thumb activation.